Manufacturer narrative:
The reported failure of printed circuit board assemblies related to power and circuitry is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 was reported to have received as part of advanced exchange. The reporter stated upon receipt, the customer reported that the light to show the unit is charging was not coming on. There was also an odor of urine with the device. The device was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the device was plugged in to alternating current power and the device would not charge and the power light was confirmed to not turn on. Device error codes in the error log showed error code e-201 indicating failure of the power management board. An additional error code e-202 was noted in the error log indicating circuitry failure. Replacement of the power supply printed circuit board assembly (pca) is required to address the no power light/unable to charge issue. Replacement of the power management (pca) assembly is required to address the failure of the power management pca as indicated by the occurrence of error code e-201. The system pca would need to be replaced to address the circuitry failure represented by error code e-202. No repairs have been performed to the unit. Additional findings not related to the malfunction/issue: the device was disassembled and the strong odor of urine was confirmed.